Event description:
One pt sample with discrepant glucose results. Initial result gave 158 mg/dl; repeated twice giving 95 and 101 mg/dl. Erroneous result was not reported. The field service rep determined the cause to be a problem with the probe wash syringe b and replaced syringe. Performance tests were performed and within specification.